Event description:
As reported by the user facility (translation of user facility info by (B)(6)): pump did not alarm when nearly empty: IV machine did not alarm when nearly empty and air in line up to the end of the giving set. IV giving set was empty when machine started to alarm. Air bubble went into pts neck line.